Event description:
A pt reported blood glucose results of "10.5 and 15.0 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The pt also performed two control solution tests, both failed. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. No injury or harm was alleged.